Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device had not been working for the last couple years and it was migrating in the abdominal wall. No patient symptoms were reported. No further complications were reported/anticipated.